Event description:
It was reported that (2) devices were used during a laparoscopic ventral hernia. It was reported by the rep that the lcsc5 did not seem to be cutting, then the hp052 silver handle on handpiece got really hot (too hot to hold). Replaced the blade and cord to complete the case. There was no consequence to the pt.